Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if the patient was recovered from the event. No additional information is available.